Manufacturer narrative:
The article number (B)(4) corresponds to the article number (B)(4). The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Patient underwent thr with custom tri-flange device on (B)(6)2024 with neutral unconstrained liner (183-364/36). The patient then experienced a post-op dislocation which was re-operated on (B)(6)2024 during which the surgeon replaced the liner with a constrained liner component. The patient has since dislocated again and the surgeon plans to revise with a constrained liner. [Customer].

Event description:
Patient underwent thr with custom tri-flange device on (B)(6) 2024 with neutral unconstrained liner (183-364/36). The patient then experienced a post-op dislocation which was re-operated on (B)(6) 2024 during which the surgeon replaced the liner with a constrained liner component. The patient has since dislocated again and the surgeon plans to revise with a constrained liner. [Customer]

Manufacturer narrative:
The article number 313-07694 corresponds to the article number 11c007262313-07694. The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.